Event description:
On 10-mar-2026, the representative reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels unknown following interruption of insulin delivery due to the ilet being left uncharged. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis and treated with standard dka management and discharged unknown. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Upon review of data for the event date of 10-mar-2026, the logs confirmed that the device powered off after the battery was depleted and remained off until on (B)(6) 2026. No device malfunctions, alerts indicative of failure, or motor errors were identified. The ilet was found to be performing according to its design specifications, with insulin delivery functioning as intended when powered. The interruption in insulin delivery was attributed to the device being left uncharged and not in use. No product was returned for evaluation. A device history record (DHR) review was conducted, confirming that the device met all manufacturing release criteria prior to distribution, with no issues identified that would have contributed to this event. Based on the available information, the root cause of the event is attributed to user-related factors, specifically therapy interruption due to the device not being charged, and not a device malfunction.